Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 15 atmospheres (atm) for 30 seconds. However, during the second inflation at 18 atm for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported. Patient was in good condition.